Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: norepinephrine air in line - patient was on 0.2 mcg/kg/min (mod.high dose), bp dipped while alarm going. Since second norepi infusion was running there was no harm. Would have been a serious incident if only one norepi.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involved in the reported concern was never returned, therefore the issue reported was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Retained samples from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.